Event description:
It was reported that during the patient's six week check up post implant, the lead exhibited intermittent t-wave oversensing (twos) post ventricular sensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.